Manufacturer narrative:
Investigation: the complaint was investigated for the z6ms transducer displaying intermittent acquisition 40 error when connected. The transducer was returned, and an investigation was performed. The error message was reproduced during the investigation. The cause of the issue was determined to be a gastro flex thermistor reliability issue; this is related to design. Improvements to the gastro flex trace were implemented into forward production, since july 2017. The transducer returned from the customer site was manufactured prior to the corrective action. The transducer was replaced on site by service. (B)(4)

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that there was an intermittent display of usacquisitionhw_40 error whenever the transducer probe was connected to the ultrasound system. The event occurred during patient planning for a transesophageal echocardiography (tee) procedure. The user rebooted the system and the functionality was restored. The tee was completed without replacing the transducer. It was confirmed there was a delay in completing the procedure; however, it was not reported how long. There was no loss of data and there was no patient injury reported. No additional information was provided.